Manufacturer narrative:
(Secondary intervention, additional stent implanted during index procedure, revascularization) - eval results: dissection, stenosis.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the left main. Two endeavor sprint rx drug-eluting stents were implanted, overlapping, at the proximal lcx as treatment of the target lesion (MFR report # 2953200-2009-01834). A dissection was noted therefore one endeavor sprint rx drug-eluting stent (MFR report # 2953200-2009-01835) and two micro-driver rx bare metal stents were implanted, overlapping, at the proximal lcx (MFR report 2953200-2009-01836 and 2953200-2009-01837), as treatment of a complication/dissection/bailout. It was reported that there was a failed attempt to implant a study stent, as the device failed to reach the target lesion. It was reported that this stent was retrieved successfully. Pt was asymptomatic at 30 day f/u and 6 month f/u. A ptca revascularization (balloon only) of the left main was carried out approximately 9.5 months following index procedure, due to restenosis after previous ptca. Investigator has indicated that event was related to the study stent.